Event description:
It is reported that the device was implanted in 2005 and that the patient was revised in 2009. Upon revision, it was noted that the tibial component was loose and subsided 3-5mm medially.

Manufacturer narrative:
Evaluation summary: the returned devices were found to meet print specification. The devices physically analyzed. The femoral component contains bone cement in all of the cement pockets, with the exception of the posterior lateral cement pocket. However, it appears as though the cement fractured at the posterior chamfer and possibly pulled away from the implant during explantation. Bone stock is also present on the distal surfaces of the femoral component and is more prominent on the lateral side, indicating that the femoral component may have been well fixed. The articular surface shows minimal wear and some minor gouging on the backside that most likely occurred during removal of the articular surface from the tibial tray. An indention matching the poly screw on the tibial tray can also be seen on the backside of the articular surface. The tibial tray exhibits minimal evidence of bone cement. There is a small amount of bone cement inside the keel/stem around the poly plug. Based on the available information a definitive cause can not be determined why the tibial component loosened. Eval - device history records indicate all components were manufactured and inspected to specification.